Event description:
The distributor contacted animas on (B)(6) 2014, alleging the patient experienced high blood glucose of an unreported measurement on an unreported date. Animas customer support made several attempts to contact the reporter in follow up but was unsuccessful. Adverse event is not being reported with this complaint because the device involved has no assigned 510k designation. Troubleshooting revealed the pump was delivering insulin as programmed. This complaint is being reported because the alleged inaccurate delivery issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow up #1 submitted: 05/02/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last bolus delivery was on january 24, 2014. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues. Investigation determined the pump was performing within the required specifications without malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.